Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, spontaneous release of the lp occurred while going into short tether mode on the delivery catheter. Upon further investigation, the tethers on the catheters were misaligned. The lp was successfully implanted on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported events of ¿spontaneous release going into short tether¿ and ¿tethers appeared to be misaligned; release knob not in release position¿ were confirmed. As received, a complete catheter was returned in one piece with misaligned tether bullets. Final analysis found the tether bullets to be misaligned. The bullet offsets were measured out of product specifications and the tether bullets were noted slightly offset. The cause of the reported events was isolated to the tether bullet offsets measuring out of product specifications.